Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had abnormal image. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. The device was evaluated by a third party and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white line on the screen and ccd (charged couple device) unit broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to component failure of ccd, which is a cause traced to a component failure, there is a white line on the screen. A definitive root cause could not be identified for the broken ccd unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had abnormal image. There was no patient or procedure involvement.